Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an unspecified error message. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication, diet, and exercise. The product issue began on (B) (6) 2010 at 5 am. Due to the error messages, the patient "just quit using" the subject meter. During the following month, the patient reportedly exercised and watched what she ate. On (B) (6) 2009, the patient obtained a ha1c lab result of 7. During the month of (B) (6) 2009, the patient allegedly developed symptoms described as "blurry vision, frequent urination, and thirsty." The patient's oral medication was increased after she went for a doctor's office visit. During troubleshooting, the product issue was resolved with training. The customer care advocate noted that the patient was using the incorrect testing process. The patient was applying the test sample before inserting her test strip. This complaint is being reported due to a user error. The patient claimed she developed symptoms that can be associated with hyperglycemia after the alleged product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.